Event description:
It was reported that the patient ams 700 inflatable penile prosthesis was removed and replaced with a new tactra due to a leak in the tubing leading to the pump.

Manufacturer narrative:
Visual inspection and functional testing of the ams 700 device components confirmed the reported allegation of device malfunction and fluid leak. Both cylinders exhibited bulging due to broken fabric threads. A leak was also identified in the kink. An allegation of a fluid leak and device malfunction were reported. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 had holes in the outer tube near the proximal end of the cylinder body and near the center of the cylinder body. These holes were likely due to wear and fatigue at a fold with avulsion. Both cylinders exhibited bulging due to broken fabric threads. Multiple leaks were identified near the proximal end of the cylinder body in cylinder 2 that were concluded to be the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. A leak was identified in the krt just distal of the pump strain relief krt cylinder (2) junction due to fatigue. The pump was unable to be functionally tested due to the identified leak in the krt as well as contamination observed during visual inspection. Product analysis confirmed the allegation of a fluid leak based on the leak in the krt as well as the device malfunction based on the cylinder bulging present. The ams 700 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required. Product analysis therefore confirmed the allegation of device malfunction and fluid leak, as the bulging present in both cylinders and the leak found in the krt can affect the functionality of the device and cause fluid loss. The product record review confirmed the reported events do not represent an unanticipated event. An investigation conclusion code of cause traced to component failure was chosen, as problems were traced back to cylinder damage and a tubing leak without any design or manufacturing issue. The product analysis results and event report provided no objective evidence that would warrant further escalation. This conclusion is supported by the following objective evidence.

Event description:
It was reported that the patient ams 700 inflatable penile prosthesis was removed and replaced with a new tactra due to a leak in the tubing leading to the pump.